Event description:
After sterilization, the handle of the screwdriver was noticed to be broken. There was no pt involvement; therefore, no adverse consequence for any pt.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is attributed to the long-term effects of autoclaving. The material of the handle has been improved to preclude similar event.